Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. A pairing test was performed and the test passed. Functional testing was performed and the test passed. A review of the shared data log did not observe any errors related to the customer complaint. The reported event of a low transmitter battery was confirmed. A root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.